Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. During the visual inspection, there was no damage, kinks or any discrepancies noted that could cause the failure mode reported. During the functional testing, sample did not leak. Complaint was not confirmed. Root cause cannot be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pharmacist noted some residual chemo droplets between the connection of the pigtail and extension set. The pharmacist also noted that the extension set and pigtail were not connected at all. No patient injury was reported.